Event description:
Through review of medical article "successful aortic valve replacement after transcatheter aortic valve implantation (tavi) following initial surgical aortic valve replacement (savr): a case report", the following event was identified as pertaining to an edwards device: a patient of around 39 years with an an unknown edwards surgical valve implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of approximately eight (8) years and six (6) months due to degeneration leading to severe stenosis (ava 0.9 cm2, mean gradient 44 mmhg) and a reduced left ventricular ejection fraction (lvef) of 25%. Patient body surface area (bsa) at the time was 1.99 m2. As reported, the patient was symptomatic. A 23mm transcatheter valve was implanted within the pre-existing surgical device.

Manufacturer narrative:
Information added/updated to section b5 and h6 (investigation findings, and investigations conclusions). Corrected data in section b3: 01-jul-2023 replaces 01-jan-2023. H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and rheumatic heart disease.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The procedure date is unknown; however, the article provided the following date on page 2 -in 2023-. Therefore, 01-jan-2023 used as the date of event. The implant date is known only as "2014". Therefore, (B)(6) 2014 is being used to calculate the minimum implant duration. Tolah, majed et al. Successful aortic valve replacement after transcatheter aortic valve implantation (tavi) following initial surgical aortic valve replacement (savr): a case report. The american journal of case reports vol. 26 e949438. 16 sep. 2025, doi:10.12659/ajcr.949438. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "successful aortic valve replacement after transcatheter aortic valve implantation (tavi) following initial surgical aortic valve replacement (savr): a case report", the following event was identified as pertaining to an edwards device: a patient of around 39 years with an an unknown edwards surgical valve implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of approximately eight (8) years due to degeneration leading to severe stenosis (ava 0.9 cm2, mean gradient 44 mmhg) and a reduced left ventricular ejection fraction (lvef) of 25%. Patient body surface area (bsa) at the time was 1.99 m2. As reported, the patient was symptomatic. A 23mm transcatheter valve was implanted within the pre-existing surgical device.